Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that the valve got caught on the lvot calcium and was stripped off the delivery system and embolized into the lvot. The root cause of the event was likely due to patient and procedure related factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from an field clinical specialist that an sapien 3 valve was stripped off the delivery system and embolized into the left ventricular outflow tract(lvot). As reported, this patient was a ta approach due to significant calcium burden at the other alternate access sites. There was a heavy calcium burden at the lvot. During the ta approach with the certitude delivery system, the physicians felt that the valve got caught on the lvot calcium. When the physician tried to pull back the system and reposition it, the valve was stripped off the delivery system and embolized into the lv. Emergent ECMO was initiated. The physician was able to retrieve the embolized valve through the ta incision and a new sheath, certitude delivery system and valve were used to complete this procedure. The patient remained under critical observation in the ccu. The last known status is that patient is doing well.

Manufacturer narrative:
Supplemental report submitted to correct b1 and b2.